Manufacturer narrative:
Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported the patient was not feeling stimulation in their back and a broken lead was suspected. It was noted the patient met with a manufacturing representative on (B)(6) 2013. The reporter stated they were due for a replacement but workman¿s comp was requiring documentation of that fact the lead was broken. Additional information received reported the patient saw their healthcare professional (hcp) and a manufacturing representative approximately one year ago. It was noted the patient moved out of (B)(6) two years ago and they currently reside in (B)(6). Additional information received reported the patient saw the hcp on (B)(6) 2014. The reporter stated a request by the patient had been made to have a manufacturing representative at the appointment. The reporter further stated that they could not tell if a manufacturing representative was at the appointment based on the appointment notes. Additional information received reported the manufacturing representative met with the patient on (B)(4) 2014 and checked their device. It was noted the patient had a paddle lead and the upper contacts were showing high impedances. It was further noted the patient did not have coverage from the upper contacts. The reporter stated this was the first time they had met with patient. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the electrode impedances on electrodes 8-15 were greater than 10,000 ohms. It was noted that the manufacturing representative tried to use these electrodes with no stimulation felt at any amplitude level. It was noted that this was expected with high impedances. It was noted that the patient had a paddle lead, which had a triple configuration. It was noted that the electrodes 3-15 were on the bottom of the middle column and on the right side. It was noted that the manufacturing representative had a lot of trouble getting the right side coverage, but also had trouble getting coverage up into the hip or buttock area and low back. It was noted that the manufacturing representative was unsure if the paddle moved or if the 8-15 electrodes were preventing him from being able to guard the dorsal roots and drive the stimulation lower to get the low back. It was noted that the patient also had extensions, so there were multiple connection points and possibly 3 incisions where the connection may have been poor, causing the high impedances.

Manufacturer narrative:
(B)(4).